Manufacturer narrative:
(B)(4). The reported complaint was not confirmed. The biomed has not been certified by the manufacturer, therefore manufacturer technical support could not assist the biomed since he could not purchase any parts. The biomed stated there was somebody at the user facility who had been trained but does not work there any longer. The biomed did not want to place a service call at this time. Per follow-up with the biomed on 30-aug-2016, the batteries were replaced and the system 8000 was functioning properly. No parts are being returned to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during the use of the device for a non-clinical activity, the perfusion system was alarming. When the user facility's biomedical engineer (biomed) got there, he said the system had stopped alarming and that it was plugged into alternating current (a/c) power. The system was not in use, just sitting, not being set-up for surgery or anything. None of the roller pumps would power on when on battery power but the safety monitor was powered. There was no patient involvement.